Event description:
Customer reports back to back testing on the complete system with results of hi (>600mg/dl) and 106 mg/dl. No quality controls were run. No adverse event reported. The suspect product was not returned to the MFR for eval.